Manufacturer narrative:
D6b: explant date: 2023.

Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.